Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged particles in tubing/chamber in the device. The patient alleged difficulty breathing/short of breath. There was no report of seriuos or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged particles in tubing/chamber in the device. The patient alleged difficulty breathing/short of breath. There was no report of serious or permanent patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on nov 05, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged complaint of the end user experiencing particles in device. Device has burning smell and device is noisy. Patient has difficulty in breathing/ short of breath. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacture observed a dust-like contamination on the top cover/ui panel, right side panel, and in the iso port. Manufacturer observed scratches on the left side panel. Potential hair-like particles were observed in the air inlet filter. A heavy amount of dust-like contamination was observed in the air inlet, on the ui panel under the control knob, and on the interior side of the top cover. Dust-like contamination with hair-like particles were observed on the pca, around the edges of the bottom enclosure, on the interior side of the left side panel, on the blower cap, on the interior side of the right side panel, and all around the edges of the sound abatement foam and buzzer. Manufacturer observed dust-like contamination on and in the blower motor. The manufacturer was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 28 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was evidence of sound abatement foam degradation. The manufacturer confirmed the presence of dust/dirt contamination in the airpath and unable to address the patient's symptoms. Sections d8,d9, h2, h3 and h6 has been updated in this report.